Manufacturer narrative:
During an unknown procedure, the box indicated the device was a 6f .072 jr 4 100cm adroit guiding catheter but inside there was a jr4 sh guiding catheter instead. The device was used on the patient. The device was stored as per the labeling and was opened in a sterile field. The device was not used a chronic total occlusion (cto). There was no damage to the outer packaging. The seal of the sterile pouch inside was opened, the actual product was not damaged. The package was opened before the procedure. The procedure was completed successfully and without patient injury. No other information was reported. The device and packaging were not returned for analysis. A product history record (phr) review of lot 17750510 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The label reconciliation form and samples of the labels attached to the router were reviewed and no issues were found that may be related to the reported event. The reported, ¿packaging/pouch/box labeling incorrect ¿ device¿ could not be confirmed as the device and packaging were not returned for analysis. The exact cause could not be determined. As per the precautions in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17750510 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the box indicated the device was 6f .072 jr 4 100cm adroit guiding catheter but inside there was a jr4 sh guiding catheter instead. The device was used on the patient. The device was stored as per the labeling and was opened in a sterile field. The device was not used a chronic total occlusion (cto). There was no damage to the outer packaging. The seal of the sterile pouch inside was opened, prior to noticing the different device and the actual product was not damaged. The package was opened before the procedure. The procedure was completed successfully and without patient injury.